Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular channel. Pacing lead impedance was found to be high and loss of capture was noted. A conductor break was observed on the lead during explant. The lead will not be returned.

Manufacturer narrative:
No medwatch form was received.